Event description:
A corporate buyer reported that an intraocular lens (iol) was exchanged due to the pt experiencing dysphotopsia. In a follow up, the surgeon reported the event had resolved with treatment.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were bent in the gusset and distal region. The posterior optic surface was scratched in the outer peripheral. The optical resolution was acceptable; lens met specification for focal length and cylinder readings equaling an sn60t3 (27.5 diopter). While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/25/2009, 06/29/2009, 07/06/2009, and 07/10/2009 by phone, fax, and mail. A completed questionnaire was received on 06/30/2009.